Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 110mg/dl-112mg/dl fasting. Verified the strips expire 1/31/2019. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2016. Customer performed a blood test and obtained 69mg/dl. Reviewed meter memory: 69mg/dl on (B)(6) 2016 05:30:00 pm fasting:yes. 41mg/dl on (B)(6) 2016 05:30:00 pm fasting:yes. Memory concerns: 41mg/dl, 69mg/dl. The customer ran a blood glucose test today @ 5:30pm and the result obtained is 41mg/dl(fasting).customer has gestational diabetes. Customer is not on any medications at this time for diabetes.